Event description:
Customer reports 2 false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document #2 of the 2 false negative results. See case (B)(4) for the additional false negative result. On (B)(6) 2022, individual received a negative result using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 20845f, reader sn (B)(4)). Individual performed two binaxnow covid-19 antigen self-tests on (B)(6) 2022 and received 2 positive results. An additional binaxnow covid-19 antigen self-test was performed on (B)(6) 2022 and a positive result was obtained.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.